Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not heat up to 40 degrees, it would only reach 26 degrees. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 2/27/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿not warming up to 40 degrees, only 26 degrees¿ was confirmed through calibration. The cause of the reported issue was faulty printed circuit board (pcb). The reported issue was resolved by replacing the faulty pcb. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. This issue has no history of associated risk.